Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient passed away in (B)(6) 2017, cause of death unknown. It was noted that vf was observed and despite of defibrillation the patient did not recovered. Physician suspected device malfunction. No further information is available at this time.